Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: sn (B)(4): 09/12/2014 reuse, electrode belt: sn (B)(4): 11/22/2013 reuse.

Event description:
A us distributor contacted zoll to report that a passed away on (B)(6) 2016. The patient experienced an inappropriate defibrillation event consisting of three shocks. It was reported that the patient was conscious and alone at the time of the treatment event. The patient received two full-energy treatment shocks at 19:50:26 and 19:50:53, respectively. The rhythm at the time of each treatment was asystole. The post-shock rhythm was asystole. The patient received a third treatment shock at 19:51:20; however, the ECG is not available for that treatment event due to disconnection of the belt prior to the shock delivery. The rhythm prior to and after treatment delivery is unknown. The response buttons were pressed earlier in the detection sequence, but not immediately prior to treatment delivery. The response buttons functioned appropriately. A non-treatable rhythm was detected at 19:51:20, and the patient passed away on (B)(6) 2016.